Event description:
It was reported that during an unknown procedure, several structural leakage problems occured with the trocars. The trocars had several problems during operation in a range of losing "pneumoperitoneum" to having a lot of co2 loss higher than normal. The trocars have leakage through the rubbers/seals and when an instrument is in the 11mm trocar. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that device (a, b, c, d, e, f, g, h, I and j) were returned in good condition. A leak test was performed and each device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.